Manufacturer narrative:
Batch review performed on 07 feb 2020: lot 140335: (B)(4) items manufactured and released on 13-mar-2014. Expiration date: 28.02.2019. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
The patient came in due to signs of an infection after about 5 years from the primary, the pathogen is unknown. The surgeon performed a washout and poly-swap and the surgery was completed successfully.